Manufacturer narrative:
The returned stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed on both ends. The delivery system was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The pk papyrus covered stent system was selected for use in a severely calcified pre-dilated lesion (80 percent stenosis degree) in a severely tortuous proximal cx. The device could not pass the lesion. The stent dislodged and was retrieved inside the guide.